Manufacturer narrative:
During inspection and testing, the probe was found to be broken. There were indications that the probe cracked from a scratch and then broke off. The fractured surface was checked and it was found that cracks developed from the non-insulated side of the grasping section. The detached portion was not returned. A review of the device history record found no deviations that could have caused or contributed to the broken probe. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the probe was broken and an error occurred because output was activated in seal and cut mode while grasping a thick tissue with the tip of the grasping section. The proximal side of the tissue pad came in contact with the probe. As a result, the pad was worn away causing the non-insulated part of the grasping section to touch the probe. Seal and cut output was then activated and the scratches indicating that the probe and grasping section were in contact with each other were made. The probe then received an output load in seal and cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch and the error occurred. The probe then broke when load was added. However, a definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following warning, which may help to prevent the issue: "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating." "When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation." "During the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, or twisting the handle. Also, do not insert the handle while the handle is twisted with respect to the tissue, do not grasp it, and do not activate the output. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe tip and/or tissue pad." Olympus will continue to monitor field performance for this device. The device failed the probe check with error code u509. The wiper movement was not possible due to the buildup of tissue on the device. The proximal side of the tissue pad was worn away. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.

Event description:
The customer reported the subject device stopped working after a probe defect error occurred during an unspecified therapeutic procedure. The procedure was completed with another similar device. There was no effect on the patient due to the event. The subject device was sent to olympus for evaluation. During inspection and testing, the probe was found to be broken. This report is being submitted for the malfunction found during evaluation (broken probe).